Event description:
On april 4, 1997 co was notified that an accidential radiation occurrence was reported to have occurred to model 9600 series c-arm s/n 69-1490. During a procedure the image went white. System was removed from service and a back up system was used to finish procedure. Hospital bio-medical department reported high dose output. Co field service diagnosed the high dose output, removed and replaced parts, tested/inspected and returned system to current specification. Hospital reported no adverse event, death, or serious injury to patient(s) involved.